Manufacturer narrative:
Investigation findings: visual inspection: the received rod "sw194t" was broken in two pieces of different length. The short piece had a length of 12mm, the long piece had a length of 18mm. The total length of a sw194t is 30mm; it was confirmed that no fragments were missing when compared with the drawing extract. The fracture surfaces on both parts was examined. On both surfaces were found the typical signs of a fatigue fracture with a part of forced fracture. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a root cause for the fracture cannot be finally concluded. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with sw194t - s4c rod 3.5x30mm. According to the complaint description, postoperatively the rod broke. The patient had complained of neck pain, and a revision was performed. The original surgery had been posterior cervical spinal fixation c1-2. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).